Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; 4 events were confirmed during testing. Four devices were found to be affected by motor assembly corrosion. One device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had run-on. There was no patient involvement; no patient impact.